Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "expiratory valve heater does not work." No patient was involved.

Manufacturer narrative:
Additional information: hamilton medical ag`s comes to the following conclusion: a failure of the expiratory valve heating element was detected during preventive maintenance in a non-clinical environment. The issue was resolved during preventive maintenance through replacing the expiratory valve.